Event description:
On (B)(6) 2010, the pt found the device broken in their mouth. The metal hook was separated from the tray and a silver of acrylic was found in the pt's mouth. Evaluation of the device concluded that the separation of the hook and the acrylic was due to continued use of the device after degradation of the product occurred from use error.